Event description:
Facility representative reported that he had some issues this morning when he was setting up the stealth case for doctor booting up mach cranial software. He said it didn't really want to start up and kept coming back to the same starting screen with all the icons for axiem, log off, cranial and the spine one. It got to a point where it wouldn't even let him log off from that main screen, so he had to do a hard shut off with the black button. There was no impact to the patient.

Manufacturer narrative:
A medtronic representative reported that the hard drive on the system was 100% full. As soon as she removed some of the old exams everything worked properly. She tested this and also trained the site to remove exams that are no longer needed. The software investigation found that the hard drive was 100% full leaving no room for processing. There were no further issues.